Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported during an intraocular lens (iol) implant procedure, the optical part of the iol was noted to be bent. There was no patient contact, no impact on the patient, and the surgery was successfully completed. Additional information was requested